Manufacturer narrative:
Reported event: it was reported that when cutting the bone on the femur, the vibrations of saw loosened the screw to the mics hand piece handle and fell to the floor. The screw and handle was retrieved by the surgeon. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: device history records indicate (B)(4) devices were manufactured under lot k09zt and (B)(4) devices were accepted into final stock on 8/11/2017. A review of qt 17-08-0042 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k09zt shows 03 additional complaints related to the failure in this investigation. These are complaint pr: (B)(4). Conclusions: ¿per (B)(4), preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode could not be confirmed as the product was not available for inspection. No additional investigation or specific actions are required.¿ corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc 1429704 and CAPA 1452931.

Event description:
When cutting the bone on the femur, the vibrations of saw loosened the screw to the mics hand piece handle and fell to the floor. The screw and handle was retrieved by the surgeon. No patient harm was done to the patient and the surgery was successfully completed. A replacement is needed. Case type: tka.

Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
When cutting the bone on the femur, the vibrations of saw loosened the screw to the mics hand piece handle and fell to the floor. The screw and handle was retrieved by the surgeon. No patient harm was done to the patient and the surgery was successfully completed. A replacement is needed. Case type: tka.